Event description:
The device that was implanted in the right index finger pip joint was removed and replaced with another device of the next larger size distal component and the same size proximal component.